Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. Cause of death was not provided. The customer's healthcare provider (hcp) did not know the circumstances surrounding the customer's death and did not have any information regarding the cause of death.